Event description:
It was reported that the bd ultra-fine¿ mini pen needles does not thread correctly onto the insulin pen. The following information was provided by the initial reporter: needle does not thread correctly onto the insulin pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary: customer returned one pen needle 31g 5mm. Customer reported that needle does not attach as intended. The needle was visually inspected and found bent on the non-patient end. Based on the damage review the needles bent may have occurred accidently, while the user was preparing the pen needle for use. Potentially if the pen was not aligned with the canula which could make the needle to bent. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated failure. The root cause of the needles bent appears to be accidental damage from stresses caused by the user during routine use.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles does not thread correctly onto the insulin pen. The following information was provided by the initial reporter: needle does not thread correctly onto the insulin pen.